Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient's (pt) programmer showed end of service (eos) when connecting to battery this morning and pt needs MRI of knee. Troubleshooting redirected caller to managing hcp to have an eligibility form completed. Troubleshooting noted that the eos was less than 9 years from implant date.